Manufacturer narrative:
A ge representative evaluated the system and disassembled and repaired a connector. System operates as intended.

Event description:
Customer reported, the system is not saving images. No patient injury was reported.